Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin set kinked cannula event on (B)(6) 2026.the event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for one day. The patient went to emergency room and got hospiatlized. The duration of stay was for 2 hours. The blood glucose level was 469 mg/dl and the patient was treated with intravenous and fluids of saline and insulin. Ptaient experienced the symptoms of vomiting and emotional trauma at the time of the event. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.